Event description:
Dealer alleges that the caster hardware failed causing the end user to fall out of the chair. Dealer reported that the end user went to the hospital and received stitches. Additional information on this incident can't be obtained at this time due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow-up report will be filed.